Event description:
This complaint is now reportable based on the analysis completed in 2007. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. No patient injuries or complications were reported. However, the returned product confirmed that there was stent damage. The lesion being treated was 99% stenosed mid lad (left anterior descending) with calcification and "average" tortuosity. The taxus express2 drug eluting stent was unable to cross the lesion. The procedure was completed with another device. The patient's condition was noted as good.

Manufacturer narrative:
Product analysis could neither confirm nor deny the crossing difficulty as stated in the complaint. Product analysis did reveal stent damage. The delivery device with the stent on the balloon was received and damage was observed on the stent. The stent had also moved on the balloon. Examination of the stent revealed it had moved distally on the balloon approximately 1mm. Further examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. Visual and microscopic examination of the material surrounding the damage did not reveal any inherent material deficiencies that would have contributed to the formation of the damage. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. Damage of this nature is usually the result of pulling an unexpanded stent back into the guide catheter. The available information is insufficient to determine a potential root cause. The exact cause of the stent damage/movement could not be determined. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.